Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5182669. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead had fractured and exhibited over-sensing noise. The lead was explanted and replaced with new lead. There were no patient consequences.